Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: can you please clarify, when the ""bleeding occurred a little after the first firing "does the surgeon feel that the deployed clip cut the vessel? No information. No further information will be provided."

Event description:
It was reported that during a ldg, it was found that the deployed clip was malformed at the first firing. The device was used on the left gastric artery. Bleeding occurred a little after the first firing. Then, the surgeon deployed the 2nd clip to directly below the first clip and he deployed the 3rd clip to directly above the first clip. The target tissue was cut with a thunderbeat after the 4th firing. The surgeon commented that the first clip was formed properly at the firing and it was possible that deploying the 2nd and 3rd clips caused the deformation of the first clip. The amount of the bleeding was unknown. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r9224e. Device analysis: it was reported that during the procedure, that the deployed clip was malformed at the first firing. The analysis results found that the el5ml device was received with no damage in the external components. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device was disassembled, in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.